Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had no pain relief from the scs despite reprogramming and use of hd settings. The patient used stimulation 94% of the time. All impedances were within normal limit. The health care professional (hcp) advised to turn the stimulation off for 2 months and reevaluate on (B)(6) 2016. Additional information was received from the manufacturer representative that reported that the patient was seen to reevaluate the event of no pain relief on (B)(6) 2016. The system was removed to resolve the issue. The lack of pain relief was not determined. It was noted that the patient started experienced the lack of pain relief on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.